Manufacturer narrative:
This supplemental report is being submitted to provide the device return evaluation, review of the device history records (DHR). The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the reported issue was not identified as the reported error was not confirmed. A probable cause of the reported errors (e216 and e224) is an abnormality in the camera head scope and processor communication. Device evaluation did not find any abnormalities in the device, therefore it is likely that the reported failure is not due to a product failure. The reported phenomenon likely occurred due to improper connection or due to foreign matter present on the contact parts of the connector and connection failure occurred. As stated on the IFU and as a preventive measure, the user manual states : before connecting the video connector to the camera control unit, confirm that the video connector, including the electrical contacts and optical connecting part, is completely dry and clean. If the camera head is used with the electrical contacts or optical connecting part wet and/or dirty, the camera head and camera control unit may malfunction.

Manufacturer narrative:
Device was received for evaluation. The device image was found to be functional, image testing passed. Burned in testing was performed for more than 6 hours and no abnormalities were found on the image. Device did not exhibit an error message. Leak testing and functional testing were performed and the device passed with no issue observed. Based on evaluation findings the reported issue was not confirmed. The device passed all required testing and specifications. A definitive root cause of the reported issue could not be determined as the device testing evaluation found no problem with the device, therefore the root cause of reported issue by the user is unknown.

Event description:
It was reported that during preparation for use the device exhibited a communication error, e224 error message. There was no patient involvement reported on this report.